Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained high glucose for over two hours despite a correction bolus and then administered a subcutaneous insulin injection that reduced glucose. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication attempts and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with the medical device problem, device component, and clinical details otherwise insufficient to determine a specific failure. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.